Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the clinic with symptoms of shortness of breath and heart failure, lead dislodgment was observed. Inappropriate capture was observed on the lv lead which was pacing in the atrium . Programming changes were made. Upon chest x-ray evaluation, lead dislodgment was confirmed. The cause of the lead dislodgement was unknown. Lead revision is anticipated. Patient was discharged and was stable prior, during and post device clinic visit. No further information available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received indicated that the patient presented for left ventricular lead revision on (B)(6)2018. During the procedure the lead would not advance over the guidewire. The lead was explanted and replaced. The patient tolerated the procedure well and was stable throughout.